Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient is only making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patient's attorney that on 02/04/2016, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient is only making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016- patient was diagnosed with right indirect inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿the hernia sac with contents were identified in right inguinal region and the contents were reduced. The large hernia sac was dissected and perfix plug (device 1) was placed into the defect and sutured¿. (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia, pain, thereby underwent open repair with explant of perfix plug (device 1), implant of perfix plug (device 2). Per op notes, ¿scar tissue from previous repair was identified. A large hernia sac bulging from the internal ring and was dissected. The previously placed mesh (device 1) was found to be balled up and was excised. An extra-large perfix plug (device 2) was then placed and sutured¿.